Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux residue on j1000 caused the pulse failure. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a monitor for an unrelated problem, the monitor failed a pulse test.